Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced frequent occlusion alarms over the past six months, noticing that alarms occurred more often on one side of body. There was no reported adverse impact to customer's blood glucose. Customer typically resolved each incident by first changing infusion site and, if needed, also changing cartridge and tubing, received education on cartridge use, insertion technique, site selection, and use of bend test for tubing, and was advised to contact support or diabetes educator if issues persisted.